Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor was showing inaccurate readings. In turn, the sensor was recalibrated by increasing the mean by 24.2 mmhg via echo/non-invasive procedure. The recalibration took place on (B)(6) 2018 to address the issue.

Event description:
Follow-up revealed recalibration addressed the issue.